Event description:
Information was received indicating that a piece of a smiths medical jelco® protectiv® safety i.v. Catheter remained in the patient's hand. Subsequently, the patient initially refused to have the piece removed but was then agreeable. The IV was successfully removed with no further adverse effects.